Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had drive motor anomaly. Customer¿s blood glucose level was unknown. Customer also reported that there was low battery alert greater than 1 week battery was empty after 2 days. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device was monitored for two days with no charge/battery anomaly, unexpected low battery alarm, unexpected off no power alarm or blank display noted. No drive/motor anomaly or motor error alarm noted. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip.(B)(4).